Event description:
User facility reported that a couple days after a uneventful uterine ablation using the novasure system, the pt complained of pain. Antibiotic treatment given for a suspected infection. Two weeks later, a laparoscopy was performed for continued pain and a burn was observed on the outside of the uterus as well as a portion of the bowel. A bowel resection was performed and the pt is reportedly doing well.

Manufacturer narrative:
The device involved in this event was not returned to cytyc surgical products, therefore an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further info could be obtained; thus no conclusion can be drawn for this event.